Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The complaint of extension line tubing cracked was able to be confirmed by the photo. The photo shows a crack in the hub of the tubing component (k-01000-055), however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of extension line tubing cracked was confirmed by visual inspection of the customer supplied photo. The photo shows a crack in the hub of the tubing component, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "[the] extension line is crack, it leaked." As a result, the user exchanged the extension line. No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "[the] extension line is crack, it leaked." As a result, the user exchanged the extension line. No patient injury, harm, or consequence reported. Patient condition reported as "fine".